Manufacturer narrative:
It was reported that the device operator experienced a "light" (superficial, (B)(4)) burn to the finger as a result of the event; no intervention for the burn was reported.

Event description:
It was reported that the fiber broke in the flexible cystoscope during a ureteroscopy being performed for a lithotripsy (stone) procedure. A spark appeared, lightly burning the finger of the operator. There was no injury to the patient as a result of the event. It was reported that the procedure was performed connecting the fiber to a laser console made by another manufacturer.